Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved a spiros®, closed male luer w/red cap, 10 units that the customer reported leaking an unknown chemotherapy medication. The customer reported the spiros failed while using it for chemotherapy preparation. The customer reported a delay in therapy. No other information was provided.